Event description:
The customer reported to olympus, a eb30 and e216 (scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. However, the filed service engineer was on site and the contacts have already been cleaned without success. The older models with the spiral cable work without problems. The error always occurred when the endoscope was plugged in. Additionally, a defective socket was discovered, and a function test was done and it was okay. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error b30 could not be determined. Error b30 occurs when there is a communication failure between the scope, light source, and processor. It is possible that dust, water, stains, or debris temporarily adhered to the electrical contacts between the scope and the device's connector, or that a temporary problem with the communication line caused a communication failure. Olympus will continue to monitor field performance for this device.